Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a cerebrospinal leak (csf) leak. During a trial procedure, there was a csf leak around level t10-t11. The physician gave the patient a nasal injection for the csf symptoms. The patient reported feeling better for the next few days, but then began feeling worse and had the trial ended.

Event description:
Follow up information received that the patient's symptoms are resolving.